Manufacturer narrative:
Sample was received for evaluation. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. UDI - (B)(4). The manufacturing and expiration date cannot be obtained since the lot number for the finished good is unavailable. Failure analysis - the catheter was evaluated, and the following observations were noted: there was a film residue over sensor area, this film is not a part of the manufacturing process. It was not possible to balance the sensor due to the film residue; the film residue was removed, and the sensor was balanced. The catheter was received with sutures and tape and slight bends along the catheter body. The device passed electronic, noise, and signal drift tests; internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on the analysis conducted, the complaint remains unconfirmed as the sensor passed all tests after cleaning. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after the microsensor connected with the icp monitor, the microsensor showed negative value and without any change. The physician changed with another icp monitor which was still with the same problem.